Event description:
It was reported that the patient developed an infection in the device pocket and was treated with antibiotics and the implantable cardioverter defibrillator (ICD) device was planned to be replaced. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. (B)(4).